Event description:
It was further reported that the patient passed away.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device exhibited 100 low flow alarms since (B)(6) 2025. The patient had influenza a in the last few days, which coincided with a dramatic drop in flow on (B)(6) 2025. The healthcare professional suggested that the patient might not be consuming enough fluids. Flow and pulsatility were observed to be below normal values. Also, it was reported that review of log file data revealed history of various motor start events with parameters outside of the typical range. The vad remains in use.

Manufacturer narrative:
D4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a motor start event recorded on (B)(6) 2024 at 15:10:32 in which the motor start parameters were atypical. Log files also revealed several intermittent decreases in power consumption and estimated flows, with associated decreases in pulsatility, starting on (B)(6) 2025. In addition, one-hundred forty-six (146) low flow alarms logged since (B)(6) 2025. As a result, the reported events were confirmed. Based on the information available, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Per the instructions for use, possible root causes of changes in pulsatility can be attributed to patient conditions including left ventricular contractility, right heart function and left ventricular afterload, which can be affected by pump rotational speed. Per the instructions for use, infection and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was send home after the routine check.

Manufacturer narrative:
A correction supplemental report is being submitted as section b5 was revised the additional sections were updated accordingly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was send home after the routine check but it was hospitalized last week and kept under observation. No treatment was indicated. Logfiles were sent again and it appears that the flow has dropped again. The patient is thought to be in the terminal phase of death. Decreased movement and difficulty eating have been observed in the past few days. There is no plan to shut down the system. Instead, they plan to change the vad rotation speed to 2500 and the alarm limit settings (low flow and high watt) to create a calm environment for the patient and relatives.